Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g119 scaler, the handpiece and insert were heating up; no injury resulted.

Manufacturer narrative:
Evaluation found no water flow due to the handpiece cable pulling out of the unit's strain relief causing the water tubing to kink at the regulator.